Event description:
During a pelvic exam, the vaginal speculum (B)(4) shattered into 3 pieces while still in patient. Dr (B)(6) was able to manually remove speculum shard pieces without injury to patient or left over shards in cervix, vaginal orifice, or labias. Diagnosis or reason for use: abdominal pain needing a pelvic exam.